Event description:
On (B)(6) 2025, a patient (pt) in brazil experienced redness and irritation in both eyes (ou) while wearing acuvue® oasys® for astigmatism brand contact lenses (cls) in (B)(6) 2025. The pt continued to wear the suspect lenses and reported additional symptoms of foreign body sensation and pain. The pt visited an eye care provider (ecp), date not provided, and was diagnosed with conjunctivitis. The pt was prescribed vigamox every 6 hours, predmild and lubricating eye drops for 5 days. The pt reported the following day, the symptoms worsened in the left eye (os), becoming more painful with photophobia and blurry vision. The pt visited a different ecp who advised the pt did not have conjunctivitis, but diagnosed the pt with an os corneal ulcer and prescribed vigamox every hour on the 1st day, then tapering to every 2 hours, and ¿increasing time frame.¿ the pt was unsure of the exact treatment schedule. The pt was also prescribed predmild every 8 hours for 5 days and lubricating eye drops, as needed. The pt reported having "a couple more days" of the vigamox once daily, then will discontinue. The pt reported multiple ecp visits (the dates of visits were unknown). The pt was discharged from ecp care on (B)(6) 2025 and advised that the corneal ulcer was ¿still present however it will heal in time.¿. The ecp advised the pt not to return to cl wear for 3 months. The pt reported the os vision has ¿decreased¿ but the ecp advised ¿it is normal with diagnosis.¿ the pt currently does not have any symptoms in the os and the vision is ¿slowly improving.¿ the pt advised receiving a work excuse from the ecp with ICD codes of h18.8 (other specified disorders of cornea) and ¿sometimes they were h18.6 and h18.8 (keratoconus).¿ the pt agreed to send copies of prescriptions, discharge and excuse notes for review. The pt reports daily cl wear with a 1-month replacement schedule. The pt uses renu solution to clean the lenses. On (B)(6) 2025, a call was placed to the pt¿s treating hospital clinic, but no additional medical information was provided. (B)(6) 2025, the pt provided a medical statement and prescription from the hospital clinic. A work excuse, dated (B)(6) 2025, the pt ¿should remain away from activities for 3 days as of (B)(6) 2025. ICD: h18.8." Also, a prescription dated (B)(6) 2025 was received for hyabak eye drops, 1 drop every hour; vigamox eye drops, 1 drop every 4 hours (qid) for 2 days, then every 6 hours for 2 days, then every 8 hours for 2 days, then every 12 hours for 2 days, then 1 drop daily for 2 days. Predmild 1 drop every 12 hours for 5 days, then 1 drop daily for 5 days. Neutral baby shampoo, massage lids and lashes 1-2 times daily. Do not itch eyes or use any product not prescribed, cold compresses with filtered water to alleviate symptoms. On (B)(6) 2025, a call was placed to and an email request was sent to the pt¿s treating hospital clinic for additional medical information, with no success. On (B)(6) 2025 a call was placed to the pt¿s treating hospital clinic but no additional information was provided. On 07mar2025, the pt provided additional information. The pt advised that exact ecp visit dates are unknown. The pt reported visits with several doctors. "I just informed the manufacturer of what occurred as I was ¿afraid it was a problem with the lenses in the lots, I do not know.¿ no additional medical information has been received. This os corneal ulcer event is being reported as a worst case as we were unable to verify the pt¿s diagnosis and treatment. The date of the pt¿s event is being recorded as 01feb2025 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b016hmm was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.